Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine check. Upon interrogation, inappropriate capture was discovered due to right atrial lead dislodgement. Lead reposition was attempted unsuccessfully with the helix unable to retract. The lead was explanted and replaced with a new lead. An abrasion was noted on the explanted lead. The patient was stable post operation.